Event description:
It was reported by service report that the bed head lift was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Limits. Issue was resolved for the customer by the service tech burning all limits on the bed.